Event description:
It was reported that during preparation for an pulmonary vein isolation procedure as the physician pulled the polarmap catheter out of the package, the catheter kinked and visibly broke. The catheter was replaced, and the procedure was completed successfully without any issues. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the device had heavy damage to the main shaft, but the loop was still in form. There were several continuity issues in testing. The origin of the damage is unknown. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an pulmonary vein isolation procedure as the physician pulled the polarmap catheter out of the package, the catheter kinked and visibly broke. The catheter was replaced, and the procedure was completed successfully without any issues. No patient complications were reported.